Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive result of allergy tests for nickel, gold thiosulphate and palladium chloride') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker and headache (since the age of 21). Patient did not have allergies before essure implantation. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pubic pain ("pubic pain of one months¿ duration"). On (B)(6) 2017, the patient experienced the first episode of menstruation irregular ("irregular periods"), 2 years 7 months after insertion of essure. In 2017, the patient experienced ovarian failure ("early ovarian failure"). On (B)(6) 2018, the patient experienced the second episode of menstruation irregular ("irregular periods with amenorrhoeic irregularities of up to 2 months"). In 2018, the patient experienced fatigue ("tiredness"). On (B)(6) 2018, the patient experienced menstrual discomfort ("menstrual discomfort"). On (B)(6) 2018, the patient experienced allergy to metals (seriousness criterion intervention required). On an unknown date, the patient experienced pelvic pain ("since the insertion of the essure: pelvic pain"), abdominal pain lower ("daily pelvic pain in the right iliac fossa, which subsided with rest"), migraine ("migraines"), oedema peripheral ("since the insertion of the essures: oedema in the extremities"), headache ("since the insertion of the essures: headaches"), insomnia ("since the insertion of the essures: insomnia"), hot flush ("hot flushes") and autonomic nervous system imbalance ("vasomotor symptoms without insomnia"). The patient was treated with hormones, progesterone and surgery (bilateral salpingectiny wir essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pubic pain, abdominal pain lower, migraine, oedema peripheral, headache, insomnia, menstrual discomfort and hot flush had resolved. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, autonomic nervous system imbalance, fatigue, hot flush, insomnia, menstrual discomfort, migraine, oedema peripheral, pelvic pain, pubic pain, the first episode of menstruation irregular and the second episode of menstruation irregular with essure. The reporter considered headache and ovarian failure to be unrelated to essure. The reporter commented: the insertion of essure was performed by hysteroscopy, leaving three rings in each ostium. It occurred without incident or immediate complications. Doctors explained to patient that her symptoms are compatible with early ovarian failure, and she is urged to give up smoking. Patient did not comply with the treatment for early ovarian failure. Following the diagnosis of allergy to nickel, gold thiosulphate and palladium chloride, removal surgery was scheduled. Essure removal was performed without any complications. The patient was discharged the same day and found to be asymptomatic. The surgery did not cause any impairment. Patient attended a post-surgical check-up where the normal result of the histological analysis was reported. Patient did not report any events. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive result of allergy tests for nickel, gold thiosulphate and palladium chloride. Female sex hormone level - on (B)(6) 2017: results compatible with early ovarian failure. Ultrasound scan - on (B)(6) 2014: uterus of normal size, endometrium of 3.9 mm and essure in situ; on (B)(6) 2016: no abnormality; on (B)(6) 2017: it showed the essure in situ; on (B)(6) 2018: normal. Device in correct position. Abdominal ultrasound with no pathological findings; on (B)(6) 2019: no pathological findings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2022: new clinical information received: essure indication, essure implant and removal date, lab data, medical history, treatment drug and new events. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive result of allergy tests for nickel, gold thiosulphate and palladium chloride') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker and headache (since the age of 21). Patient did not have allergies before essure implantation. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pubic pain ("pubic pain of one months¿ duration"). On (B)(6) 2017, the patient experienced the first episode of menstruation irregular ("irregular periods"), 2 years 7 months after insertion of essure. In 2017, the patient experienced premature menopause ("early ovarian failure"). On (B)(6) 2018, the patient experienced the second episode of menstruation irregular ("irregular periods with amenorrhoeic irregularities of up to 2 months"). In 2018, the patient experienced fatigue ("tiredness"). On (B)(6) 2018, the patient experienced menstrual discomfort ("menstrual discomfort"). On (B)(6) 2018, the patient experienced allergy to metals (seriousness criterion intervention required). On an unknown date, the patient experienced pelvic pain ("since the insertion of the essure: pelvic pain"), abdominal pain lower ("daily pelvic pain in the right iliac fossa, which subsided with rest"), migraine ("migraines"), oedema peripheral ("since the insertion of the essures: oedema in the extremities"), headache ("since the insertion of the essures: headaches"), insomnia ("since the insertion of the essures: insomnia"), hot flush ("hot flushes") and autonomic nervous system imbalance ("vasomotor symptoms without insomnia"). The patient was treated with hormones, progesterone and surgery (bilateral salpingectiny wir essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pubic pain, abdominal pain lower, migraine, oedema peripheral, headache, insomnia, menstrual discomfort and hot flush had resolved. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, autonomic nervous system imbalance, fatigue, hot flush, insomnia, menstrual discomfort, migraine, oedema peripheral, pelvic pain, pubic pain, the first episode of menstruation irregular and the second episode of menstruation irregular with essure. The reporter considered headache and premature menopause to be unrelated to essure. The reporter commented: the insertion of essure was performed by hysteroscopy, leaving three rings in each ostium. It occurred without incident or immediate complications. Doctors explained to patient that her symptoms are compatible with early ovarian failure, and she is urged to give up smoking. Patient did not comply with the treatment for early ovarian failure. Following the diagnosis of allergy to nickel, gold thiosulphate and palladium chloride, removal surgery was scheduled. Essure removal was performed without any complications. The patient was discharged the same day and found to be asymptomatic. The surgery did not cause any impairment. Patient attended a post-surgical check-up where the normal result of the histological analysis was reported. Patient did not report any events. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive result of allergy tests for nickel, gold thiosulphate and palladium chloride. Female sex hormone level - on (B)(6) 2017: results compatible with early ovarian failure. Ultrasound scan - on (B)(6) 2014: uterus of normal size, endometrium of 3.9 mm and essure in situ; on (B)(6) 2016: no abnormality; on (B)(6) 2017: it showed the essure in situ; on (B)(6) 2018: normal. Device in correct position. Abdominal ultrasound with no pathological findings; on (B)(6) 2019: no pathological findings. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('positive result of allergy tests for nickel, gold thiosulphate and palladium chloride/allergic reaction') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker and headache (since the age of 21). Patient did not have allergies before essure implantation. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pubic pain ("pubic pain of one months¿ duration"). On (B)(6) 2017, the patient experienced the first episode of menstruation irregular ("irregular periods"), 2 years 7 months after insertion of essure. In 2017, the patient experienced premature menopause ("early ovarian failure"). On (B)(6) 2018, the patient experienced the second episode of menstruation irregular ("irregular periods with amenorrhoeic irregularities of up to 2 months"). In 2018, the patient experienced fatigue ("tiredness"). On (B)(6) 2018, the patient experienced menstrual discomfort ("menstrual discomfort"). On (B)(6) 2018, the patient experienced allergy to metals (seriousness criterion intervention required). On an unknown date, the patient experienced pelvic pain ("since the insertion of the essure: pelvic pain"), abdominal pain lower ("daily pelvic pain in the right iliac fossa, which subsided with rest"), migraine ("migraines"), oedema peripheral ("since the insertion of the essures: oedema in the extremities"), headache ("since the insertion of the essures: headaches"), insomnia ("since the insertion of the essures: insomnia"), hot flush ("hot flushes"), autonomic nervous system imbalance ("vasomotor symptoms without insomnia"), swelling ("swelling"), heavy menstrual bleeding ("excessive bleeding"), metal poisoning ("metallosis,"), back pain ("low back pain"), libido decreased ("decreased libido,") and anger ("outbursts of anger directed at those closest to her") and underwent patient isolation ("isolation among other"). The patient was treated with hormones, progesterone and surgery (bilateral salpingectiny wir essure removalon (B)(6) 2019.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pubic pain, abdominal pain lower, migraine, oedema peripheral, headache, insomnia, menstrual discomfort and hot flush had resolved. The reporter provided no causality assessment for abdominal pain lower, allergy to metals, anger, autonomic nervous system imbalance, back pain, fatigue, heavy menstrual bleeding, hot flush, insomnia, libido decreased, menstrual discomfort, metal poisoning, migraine, oedema peripheral, patient isolation, pelvic pain, pubic pain, swelling, the first episode of menstruation irregular and the second episode of menstruation irregular with essure. The reporter considered headache and premature menopause to be unrelated to essure. The reporter commented: the insertion of essure was performed by hysteroscopy, leaving three rings in each ostium. It occurred without incident or immediate complications. Doctors explained to patient that her symptoms are compatible with early ovarian failure, and she is urged to give up smoking. Patient did not comply with the treatment for early ovarian failure. Following the diagnosis of allergy to nickel, gold thiosulphate and palladium chloride, removal surgery was scheduled. Essure removal was performed without any complications. The patient was discharged the same day and found to be asymptomatic. The surgery did not cause any impairment. Patient attended a post-surgical check-up where the normal result of the histological analysis was reported. Patient did not report any events. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive result of allergy tests for nickel, gold thiosulphate and palladium chloride. Female sex hormone level - on (B)(6) 2017: results compatible with early ovarian failure. Ultrasound scan - on (B)(6) 2014: uterus of normal size, endometrium of 3.9 mm and essure in situ; on (B)(6) 2016: no abnormality; on 05-jan-2017: it showed the essure in situ; on (B)(6) 2018: normal. Device in correct position. Abdominal ultrasound with no pathological findings; on (B)(6) 2019: no pathological findings. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jun-2022: reporter information added. Added event swelling, excessive bleeding, metallosis, low back pain, decreased libido, outbursts of anger directed at those closest to her, isolation among others. Product stop date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.